Event description:
The user facility biomed called, the touch screen is only partially working. He wanted to calibrate the touch screen but the main icon will not respond. No pt involvement.

Manufacturer narrative:
(B)(4). On (B)(6) 2015, the user facility biomed reported that once he access the calibration screen he was able to calibrate the touchscreen and the screen responded fine.